Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as original lot information could not be obtained.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is unknown. Reason for revision is infection. During the revision, the original tibial insert and retaining bolt were replaced.